Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-sep-2019 the following findings: during investigation, the original complaint of the ¿no vibration¿ was unable to be duplicated. The vibration worked properly. There was a crack on the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. It was alleged that the pump did not vibrate when a bolus was given. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.